Event description:
It was reported that the pump time as well as several pump settings were incorrect. The customer reported needing to go to the emergency room (ER) on (B)(6) 2026 but was unable to provide further information regarding this initial visit. The customer continued using pump with the wrong settings and reported having to go to the ER again on two more occasions, once on (B)(6) 2026 with a blood glucose (bg) level of 522 mg/dl and once on (B)(6) 2026 with a bg of 513 mg/dl. Customer had ketones both times that were considered to be life threatening by the healthcare provider. Customer was treated with saline solution each time which resolved the issue with no permanent damage. Upon their final discharge from the ER on (B)(6) 2026, customer called into tandem technical support (tts) to update pump settings to address the events. Tts was unable to determine the cause of the pump time being wrong and assisted customer with updating pump settings and resuming insulin therapy.